Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the metal ring of the r3 lnr mpactor hd broke off during impaction. Per email correspondence, the pieces were retrieved with tweezers. The was no patient harm reported and the procedure was completed without delay, using a backup device. Therefore, no further assessment is warranted. A visual inspection confirmed a part of the r3 lnr mpactor hd ii 38-42mm is broken off and has not been returned. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tha procedure, the metal ring of a r3 lnr mpactor hd ii 38-42mm broke off during impaction, pieces were retrieved with tweezers. Procedure was completed with a backup device. There was no delay.